Event description:
It was reported that the cbcii blood conservation kit w/3/16ö round pvc drain was being used to re-infuse blood into a patient when the tubing disconnected from the bag resulting in blood from the tubing being leaked onto the floor. The blood in the bag remained and after re-spiking the bag, the blood was re-infused into the patient successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device discarded.